Event description:
Piece of device (product/manufacturer unknown) broke off in patient eye during retina surgery in 2008. The piece was retrieved during a later surgery in 2011 by a different surgeon.